Manufacturer narrative:
The ventilator was investigated on site and the expiratory pressure transducer printed circuit (pc) board was replaced and returned for investigation. The failure was confirmed at the reported date of event in received device logs. Visual inspection was performed in our lab for the received inspiratory pressure transducer pc board and the inspection did revealed foreign material inside the pressure sensor hole. The reported intermittent failure could be reproduced during pre-use check test when the received expiratory pressure transducer pc board was exposed to thermal stress and then tested in a test ventilator system. The conclusion is that the reported intermittently failing pressure transducer test, was due to defective pressure sensor transducer.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre use check. There was no patient involvement. Manufacturer ref.#: (B)(4).